Event description:
The customer stated that the unit had 60 hertz interference and lead iii fault. There was no pt connected to the device when they discovered the problem.

Manufacturer narrative:
We have received the device, but have not yet completed our investigation.